Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not cut during vitrectomy surgery. The aspiration was normal. The procedure was completed on same day by replacing product with new one. There was no information reported about patient impact.